Event description:
A 3.0mm diameter by 24mm length s7 stent delivery system was inserted to treat a 99% lesion in the left anterior descending coronary artery. It was reported that under flouroscopy the stent did not appear to deploy evenly. The distal and proximal ends of the stent deployed, however the middle section was under deployed. A 3.0mm diameter by 9mm length ptca balloon was then inserted into the middle of the stent and inflated to fully expand the stent. After the second inflation of the ptca balloon, it was reported that a dissection occurred in the artery. Another s7 stent was subsequently deployed to cover the dissection. The pt was fine post procedure and there was no additional clinical sequelae reported related to the event. Cd rom images from the procedure revealed that the lesion was a very tight mid-lad lesion (99%). During the inflation of the pre-dilatation balloon, there was a visible narrowing in the middle of the balloon. There was approximately 90% residual stenosed after 2 balloon inflation's images of the stent after deployment reveal the stent is unevently deployed. There is narrowing in the middle of the stent at the area of the lesion. Post dilatations were performed at the area of narrowing with a short length ptca balloon. There is slow filling in the artery after balloon deflation. A stent was implanted distal to the first stent and the vessel appearance after the stent implant was good. The "dog-boned" appearance of the stent appears to be lesion related.